Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set came off while taking a shower event on (B)(6) 2024.

Manufacturer narrative:
E1: (B)(6).